Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
The procedure started without incident. Dr (B)(6) used fluoroscopy to identify t-10 the affected vertebrae which needed augmentation. After marking the area, he used two beveled end tipped needles to gain access to the t-10 pedicles. He then asked for the surgical tech to begin mixing the cement. I used my phone to time the mixing of the cement and to be able to let dr. (B)(6) know how much working time he would have at different stages of the procedure. The st mixed the cement for 60 minutes at which time I instructed him to unscrew the mixing handle and then attach the cement reservoir adaptor by pushing downward and screwing it onto the mixing bowl. (From my vantage point I deemed the cement was mixed and the wiper blade was in place.) He then began the process securing the cement reservoir adaptor, however upon completion of doing this there was no cement in the reservoir. It was completely screwed down. I then asked him to disengage the reservoir. When it was separated we noticed that all the cement was on the bottom and all along the inside of the adaptor around the ring. I immediately had the circulator open up the extra 5 cc kit I had brought as back up. We then followed the same sequence. We mixed for 60 seconds, attached the cement reservoir adaptor which fill with cement and then screwed on the end cap and attached to hydraulic pump and handed it to dr. (B)(6). I then informed dr. (B)(6) that I would get another cement adaptor for his second needle. I was gone no more that 45 seconds. Upon returning to the room dr. (B)(6) informed me that the cement was not advancing through the needle. I noticed that the amount of sterile saline in the pump was a certainly less volume. We brought everything to the back table and I had then unscrew the cap from the cement vile. Two things that struck me was, first, I did not notice the black rubber plunger that is normally behind the cement which helps push the cement into the needle. Second, I notice that there was a clear pathway down the middle of the cement that was created by the saline due to the lack of the black plunger. I then offered dr. (B)(6) an 11 cc kit that I had available and he declined and asked that a kyphon kit be opened.